Manufacturer narrative:
As of 09/23/2024 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on 08/21/2024, the consumer stated that the product caused a burn and the skin to peel on her face. On the completed consumer information report (cir) received on 09/03/2024, the consumer states hat the product burned and blistered her face. The consumer states the issue was with the tape and the pad area. The consumer called the nurse hotline, and she was told to clean around the area and let it heal.